Manufacturer narrative:
Investigation summary: in response to the event reported, device history review was conducted for lot number 0231175. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. This product is a pvc-y type of product and cannot be used for high pressure. Bd will continue to track and trend for this issue.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm catheter leaked contrast agent when the heparin cap came off. The following information was provided by the initial reporter, translated from (B)(6) to english: "on the afternoon of (B)(6) 2021, the patient came to the radiology department of hospital for enhanced CT examination. The heparin cap popped out during the injection. Contrast leakage needed to be re-checked at a later date."